Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. Patient reported loss of therapy. Patient stated her stimulation stopped last night. Patient did not have remote to check. Patient is waiting on lost/stolen remote to come. Patient considered this a sudden change in therapy/ symptoms. Patient redirected to health care professional (hcp). No further patient symptoms or complications were reported in this event.